Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had exhibited a rise in shock impedance measurements up to 153 ohms during the delivery of shock therapy. Review of the system indicated the s-ICD can may have migrated from its original implant position and the electrode may have not been implanted close enough to the sternum. Surgical intervention was performed and the s-ICD system was explanted and replaced. No adverse patient effects were reported.